Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture. Concomitant medical products: right, 375cc mentor memorygel breast implant; catalog number: 3503754bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant and was presented with breast implant rupture on her left side confirmed by ultrasound on (B)(6) 2019. As a result, the device was explanted, and replaced on (B)(6) 2019.

Manufacturer narrative:
On 1/17/2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device it was observed a crease in posterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).